Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. The patient was hospitalized for 15 days and received an unspecified drug infusion for treatment. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.